Event description:
It was reported that an ilet user received a software update failed alert and, despite resetting the ilet and the mobile app and confirming update prompts, the ilet would not proceed past the notification screen and displayed a system update failed message, leading to device unavailability and replacement; the user was using an android phone. Symptoms included hyperglycemia with a reported blood glucose of 427 mg/dl. Outcomes included transition to backup therapy with multiple daily injections and direction to consult a healthcare professional regarding short-acting insulin dosing. Investigation included customer troubleshooting guidance, device and app resets, and coordination for device return and data sync. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.